Event description:
Related manufacturing reference number: 2017865-2023-94657. Related manufacturing reference number: 2017865-2023-94658. It was reported that the patient's pulse generator had migrated down and consequently caused the patient's both right ventricular (rv) lead and right atrial (ra) lead to be dislodged, had failed to capture and had unspecified sensing issues. The rv lead was explanted and replaced. During the rv lead replacement procedure, it was also reported that the helix of the rv lead had failed to extend. Meanwhile, the pulse generator and the ra lead were repositioned. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
As received, a complete lead was returned, with the helix fully extended and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. The helix could not be retracted by applying torque to the connector pin due to explant damage in the middle region. After cleaning and by applying toque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region. The reported events of failure to capture and unspecified sensing issue were not confirmed. Electrical testing was normal except an internal short was found consistent with procedure damage.